Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -10.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
H3- device evaluation: lens was returned inside a micro centrifuge vial with moisture and foreign residue/debris on the lens. Visual inspection found no visible damage with foreign debris on the lens. Claim# (B)(4).